Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. The device was returned to olympus for evaluation and the customer's allegation was not confirmed after hours of extensive testing. The image was normal, and no problems were identified during inspection as this device was working properly as intended. A device history review revealed no issues that could have caused or contributed to the reported issue. A definitive root cause cannot be identified. The user's request was not confirmed, "error when camera head is connected to tower." The light source and video processor used along with camera head ch-s200-xz-ea serial number (B)(6) was not available to be tested in conjunction with the customer's device. Based on the investigation, no nonconformances were found related to this complaint. To mitigate risk/harm to the patient, the instructions for use provides the following: if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the camera head and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the camera head to olympus for repair as described in section 5.4, ¿returning the camera head for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal when any irregularity is observed¿. Never use the camera head on a patient if an irregularity is observed. Damage or an irregularity in the camera head may compromise patient or user safety and may result in more severe equipment damage. The following table shows the possible causes of and countermeasures against troubles that may occur due to equipment setting errors or deterioration of consumables. Troubles or failures due to other causes than those listed below should be serviced. As repair performed by persons who are not qualified by olympus could cause patient or user injury and/or equipment damage, be sure to contact olympus for repair following the instructions given in section 5.4, ¿returning the camera head for repair." Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported that there was an error code when the camera head was connected to the tower. There were no reports of patient harm.